Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the surgeon did a side-to-side anastomosis and did not look in the lumen after firing the gia to create the common opening before closing the enterotomy and finishing the case. According to the surgeon, the pt needed around 6 units of blood before the pt was readmitted into the operating room within 24 hours due to excessive blood loss in the lumen. (B)(6) fixed the leak with a few stitches and the pt is much better now. Product cannot be returned because it was thought to have worked fine. Excessive blood loss reported. Readmitted to the operating room and had to do a procedure where they were able to stitch close the staple line. Pt status is ok.